Event description:
A low reading issue was reported on the adc device. A customer reported receiving a low sensor scan of 43 mg/dl when compared to a healthcare professional (hcp) meter result of 412 mg/dl but it is unknown if the comparison readings were taken within 10 minutes. The customer experienced symptoms of dizziness and sweating and was unable to self-treat. The customer was seen at the emergency where an unspecified drip was administered for the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.